Event description:
Information received by medtronic indicated that the battery compartment was cracked and there was purple line down the screen. Customer was unknown how the damage occurred. Customer stated that the insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged the insulin pump having vertical purple lines on display, cracked battery compartment. The device received with purple lines on display. However, the device passed displacement and self test. The insulin pump was cut open to perform visual inspection found no damage liquid crystal display controller and no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The original electrical board a1 was replaced and installed in an original electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator, the device powered up normally and no vertical purple lines, missing segment/display anomaly noted. The device had cracked battery tube threads, cracked case corner of belt clip rails, missing display window cover, label damage. The device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, the device with vertical purple lines on display confirmed, problem isolated to electrical board a1. The insulin pump cracked case corner of belt clip rails confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.